Manufacturer narrative:
H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location. The leak was further described as ¿slight leak of dialysate on the heating plate¿; however, the source of the leak could not be found with the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.